Manufacturer narrative:
On 3/3/1998, follow up info was received. The symptoms resolved in approx 9/1997. Extra strength tylenol was prescribed.

Event description:
A physician reported a pt who was treated with two formulations of collagen on 5-15 1996 in the nasolabial folds and upper vermilion border. In 6/1996 (exact date unk), the pt developed intermittent swelling at the upper vermilion border only. The pt was seen on 8-7 1996 with swelling at the upper vermilion border. The physician diagnosed a hypersensitivity. On 9-25 1997, the physician reported that he prescribed an oral antihistamine (date unk) and isntructed the pt to limit the use of coffee, tea and alcohol. In 8/1997, the symptoms were ongoing but becoming less as time went on.